Event description:
It was reported that during procedure the laser console shut off after plugging in the fiber into port. The procedure was not completed, the patient was under general anesthesia and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. Event 1 of 2.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the low voltage harness was loose and required adjustment. Therefore, the reported allegation was confirmed leading to the reported event. After the harness adjustment was performed, the issue was resolved, and the unit was within specification. Most likely the malfunction found could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after the adjustment. A device history record review, risk review and labeling review were not performed. Since an expected or random component failure was identified without any design or manufacturing issue and regarding the cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed codes reported, since they were associated to the main issue, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the laser console shut off after plugging in the fiber into port. The procedure was not completed, the patient was under general anesthesia and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.